Event description:
The customer reported that the system has no image on the monitor and that there is a white blur in the center of the image. This did not occur during a procedure.

Manufacturer narrative:
The ge svc rep replaced the image intensifier power supply. He performed filmless beam alignment and image focus. Machine fully functional.